Event description:
A surgeon reported that a patient with an uncomplicated eye experienced a "dropped nuclei." The facility clarified that the surgeon was new and used another surgeon's system settings. Additional information has been requested. This is the second of two reports being filed for this event and system.

Manufacturer narrative:
The customer reported an occurrence of a dropped nucleus during surgery. It was further reported that the surgeon was new and used someone else's settings on the system. The customer did not inform the company sales representative about the new surgeon, and therefore, no training was provided. The new surgeon was then trained by the company sales representative and the system settings were changed to the surgeon's preference. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 related report(s) for this system. Although it was noted that a new surgeon was performing the procedure with a different surgeon's settings, the root cause of the reported dropped nuclei could not be determined conclusively and is unknown.